Event description:
Customer reported both monitors intermittently go black. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the ps1 power supply in the workstation. System operates as intended. (B) (4).